Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was 420 mg/dl at the time of incident. The customer stated that she was not able to treat the high blood glucose due to unavailability of back-up plan. The customer performed troubleshooting for the no delivery alarm. The customer stated that the insulin did exit during plunger push and did not alarm no delivery during manual prime after reconnecting tubing and reservoir. The customer was advised that the insulin pump was working as designed. The insulin pump will not be returned for analysis.